Event description:
Caller reported experiencing alarm 2 followed by alarm 26. There was no adverse impact on the customer's blood glucose level. Technical support instructed the caller to disconnect from the site, load a new cartridge, and deliver a 9-unit bolus, which completed successfully. A pump replacement was provided by technical support, and the customer will continue using the current pump until the replacement arrives.